Event description:
Caller reported a data error alert after pump shipment. Blood glucose level at the time was 85 mg/dl, which is within the normal range, indicating no adverse impact. Technical support informed the caller that some history logs might have been erased but confirmed therapy remained unaffected, and the customer continued using the pump for insulin therapy.